Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device with delivery system were used. A small effusion was observed prior to the procedure on the right atrium and right ventricle and hemodynamics were noted as normal. The procedure was completed successfully and the patient was discharged. On (B)(6) 2021, five days post procedure, the patient returned to the hospital with complaints of shortness of breath and fatigue. A pericardial effusion was discovered and the patient underwent a pericardial window procedure. Upon completion of this procedure the patient was stable and made a full recovery.